Manufacturer narrative:
Concomitant medical products: product ID: 37601,serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was showing off and the patient was asking how to turn back on. No symptoms were reported.